Manufacturer narrative:
"Information contained in this report was previously submitted through psr on 22/jul/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified: creases fold, wear abrasion, crack valve and broken fill channel leak test and microscopic analysis was performed which identified: crack valve and sharp broken on fill channel. Based on the device analysis the final assessment is: a sharp broken on fill channel due to an unidentified (tear) opening and a cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.